Manufacturer narrative:
(B)(4). The customer reported the device was not available for analysis. The return of the device may have assisted in the investigation of the reported event. The proglide device information was used to correctly enter information as a suspect device, though it may have not been the device used for closure. There was no reported information that the closing device failed to achieve hemostasis, but the patient reportedly bled. This is indicative of bleeding occurring other than the access site, where bleeding can not be seen and most likely in this case, was not resolved, as the bleeding lead to the patient death. Unseen bleeding that can lead to death is indicative of a retroperitoneal bleed. A retroperitoneal bleed is blood flow into the peritoneum at the access site or at a vessel tear that is unseen during the index and/or closing procedure. The vessel damage can be influenced by, but is not limited, to the manufacture of the device, user technique, and/or anatomical conditions. Though this evaluation cannot confirm any of the above information, the evaluation will continue using the closing proglide device and the patient effect of a retroperitoneal bleed. The devices used in the procedure may damage the vessel at other location not visible at the access site. Devices used in the index procedure, which includes puncturing needle, guidewire, and sheath may potentially damage and tear the vessel other than the access site. The index procedure or information of any devices involved in the procedure was unknown. The proglide device portion that enters the body is design with minimal abrupt angular changes. This provides device surfaces that are not sharp to minimize tissue damage. The device is also guided into the body using a guidewire further minimizing damage. There was no reported information of a device failure. Therefore, there is no indication of a manufacturing influence. User technique during the procedure can potentially damage and tear the vessel not visible at the access site that could lead to the reported experience. This could occur during the vessel puncturing for access and/or during the index procedure. There is no reported information to indicate a user technique influence on the reported experience. The anatomical conditions of the patient may have allowed the vessel to be damaged during the procedure. Vessel elasticity, size and shape may allow damage during the procedures. There was no reported anatomical condition information available for the incident. Therefore, there is no indication of an anatomical condition influence to the reported experience. Review of the device history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. The investigation could not conclude manufacturing, user technique, or anatomical conditions influenced the reported experience. Therefore, the cause of this event cannot be determined by the limited reported information. Because there was no report of a device failure in the closing procedure, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that at an unspecified date, an unspecified user attempted to perform percutaneous closure with an unspecified vessel closure device in a patient who was undergoing an abdominal aortic aneurysm (aaa) procedure. It was indicated that the patient bled out and died. The name of the closure device, the manufacturer or relation between the unknown closure device and the patient outcome were not known by the reporter. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not available for analysis. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.